Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump reset unexpectedly and the pump displayed a message indicating that the wake button was stuck. Although requested, no additional information was provided.